Event description:
It was reported that the user experienced repeated early-morning low blood glucose, noted a measured value of 53 mg/dl, treated with oral glucose (soda), and requested clinical review for potential pump adjustments; the device problem and component were not specified. Symptoms included hypoglycemia with irritability. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that there were no findings available and insufficient information to determine a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.